Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 7075069. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 7072075/7074255.

Event description:
It was reported that the patients lead had migrated. It was noted that patients experience inadequate stimulation. The patient underwent a revision procedure wherein new anchors and fixate were added. The patient was doing well post operatively. The patients leads and ipg were remain implanted.